Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6). Device evaluated by MFR.: promus element, mr, ous 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 3.5mm x 15mm, 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50 x 16mm promus element drug eluting stent was selected for dilation. However, the stent was not able to cross the lesion. While withdrawing the device, the tip of the stent got lifted. Then the physician used another balloon for pre-dilation. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 3.5mmx15mm, 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50x16mm promus element drug eluting stent was selected for dilation. However, the stent was not able to cross the lesion. While withdrawing the device, the tip of the stent got lifted. Then the physician used another balloon for pre-dilation. The procedure was completed with another of same device. There were no patient complications reported.